Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the set was found to be damaged, resulting in fluid leakage, during patient use. Therapy was resumed after replacing the product. There was patient involvement but no patient harm/adverse event reported.

Manufacturer narrative:
The device is not available for evaluation, however a lot history review should be conducted.